Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-11826.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The use of a sapien 3 valve in a native mitral position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application. Per the instructions for use, valve malposition requiring intervention is a potential adverse event associated with the use of transcatheter heart valves. Obstruction of the left ventricular outflow tract can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explantation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates the most likely cause of the lvot obstruction was the patient¿s narrow space available between the mitral and aortic valves. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, this was an off-label transatrial case performed in the hybrid or. The 29mm s3 valve was placed in the patient¿s native mitral valve. There was some pvl noted post placement and pledgets were placed to resolve that while the case was ongoing. The valve was implanted 80:20 (atrial/ventricular) and didn¿t seem too deep in the lvot. A perimount surgical valve was then placed in the aortic position. The two valves were very close to one another. Under echo, a compression on the aortic side of the lvot was observed. The patient was placed on intra aortic balloon pump. Additional information was received. On pod 3 the surgeon removed the 1st 29 mm sapien 3 valve and placed a new 29 mm sapien 3 valve. The surgeon did not remove any portion of the struts or leaflets. A septostomy was also performed to increase the area in the lvot. There was a mild posterior pvl post procedure. The surgeon decided to leave the pvl and complete the procedure. The most recent report received from the or is that the patient expired. Per the physician, the patient wasn¿t tolerating the pvl of the mitral valve and the patient was dependent on the balloon pump. The mild posterior pvl had worsened to moderate. The physician was planning on placing amplatzer plugs for the pvl but the patient's condition continued to decline. Additionally, the patient was going into renal failure and the family didn¿t want to put him through dialysis. The family decided to withdraw all life support and the patient expired. No autopsy will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.